Manufacturer narrative:
Qc results were within the established ranges. Service was not ordered since this was a sample related issue. The labeling indicates that samples flagged as "results suppressed, blank rate high" should not be diluted and re-assayed. It is recommended an alternate method be used. The root cause for the suppressed result is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a suppressed c-reactive protein (c-rp) result generated by unicel dxc 600 pro synchron chemistry analyzer. The result was reported out of the laboratory as > 48.8 mg/dl. The customer did not receive any reports that there was an impact to the patient.